Event description:
Reporter stated that a neonate's blood glucose was measured, using the reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 21.3 mmol/l. The neonate's blood inform system, with a result of 21.3 mmol/l. The neonate's blood glucose was reportedly retested on a laboratory instrument with a result glucose was reportedly retested on a laboratory instrument with a result of 2.4 mmol/l. No adverse event associated with the alleged malfunction of 2.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect was reported. The manufacturer requested the return of the suspect product for evaluation. Product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.

Event description:
Reporter stated that a pt's blood glucose was measured, using the inform system, with a result of 21.3 mmol/l. The pt's blood glucose was reportedly retested on a laboratory instrument with a result of 2.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.